Manufacturer narrative:
Batch review performed on 15-march-2022: lot 2005774: (B)(4) items manufactured and released on 09-sep-2020. Expiration date: 2025-08-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in due to signs of an infection 3 months after the primary surgery, the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.